Event description:
It was reported that the patient was experiencing intermittent positional phrenic nerve stimulation from the left ventricular (lv) l ead. The device was reprogrammed and the lead remains in use. The patient is enrolled in the system longevity study (sls). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator 2012 (B)(6); 4076 implantable pacing lead 2012 (B)(6). (B)(4).